Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was related to product incident (pi) (B)(4). A technical support specialist (tss) restarted the application and had customer try again; however, the drawer still would not open. Then the tss attempted to open the drawer using the tester, but the issue persisted even though the drawer 11 was populated in the tester and not highlighted in yellow. A field service engineer (fse) remoted in and found that the issues the user experienced with drawer 11 were due to a software issue that has been corrected. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer was not opened. User attempted to provide warfarin 5mg tablets for patient (B)(6), but the drawer did not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.